Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the insertion flexible tube (ift) worn out. Based on the result, we concluded that it was caused due to the excessive force applied on the insertion flexible tube (ift). Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
Ift hardened between 45-64cm. This event occurred at the time of during inspection. There was no report of patient harm.